Manufacturer narrative:
Valve stenosis is a potential adverse events listed in the product instructions for use (IFU). Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. The early formation of an increased gradient across a bioprosthetic valve may also be indicative of developing thrombus on the leaflets. Per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the stenosis was most likely caused by disease progression. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the partners 2b trial, 3 years, 8 months post procedure, the patient presented with valve thrombosis, had a pvi procedure, and has been getting progressively sob. The patient was placed on coumadin. Information provided does not indicate any evidence of thrombosis but the patient did have elevated gradients over an extended period of time. Additional information received indicates valve area at the time of the event was 0.96cm2, peak gradient was 74mmhg, and mean gradient was 42mmhg. The valve appeared to be severely stenosed.

Event description:
Additional information was received. The current peak velocity across the aortic valve measures 3.9m/sec with a peak gradient of 60mmhg and a mean gradient of 36mmhg. The calculated aortic valve area is 0.8cm2. No evidence of peri-prosthetic aortic valve regurgitation. No evidence of central prosthetic aortic valve regurgitation. Moderate to severe prosthetic aortic valve stenosis. Dimensionless index of 0.3. The aortic valve acceleration time is 106ms. The lvot stroke volume index is 33ml/m2. It was reported that the patient is symptomatic. A valve in valve procedure is planned to treat the stenosis.